Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was not receiving stimulation due to auto-reducing with impedances reading high/invalid. The patient¿s lead was replaced with a new one which resolved the issue. It was noted the patient had two previous major collision events, one being a car accident and another when the patient was struck by a car while in his wheelchair.